Event description:
It was reported that the customer's blood glucose went up to 403 mg/dl. Troubleshooting was performed with the customer's insulin pump. The drive support cap appeared normal. There was no air found in the tubing. The customer had just changed the infusion set. The cannula was not bent or occluded and the site was not sore or irritated. He was advised to change the entire set, reservoir, and insulin. The high pressure test could not be performed as the customer did not have a tubing clamp available. The customer's blood glucose had gone down to 337 mg/dl. A self-test was performed and passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. The additional event details are found in report.

Event description:
The customer reported that the port had been moved and that the blood glucose had been better since moving it. The port was moved from about the waist to below the waist and the customer's last a1c was 6.6. The customer reported that he did not have a spike anymore.